Manufacturer narrative:
The 12 volt sla battery clips were returned to the manufacturer for evaluation. Upon examination of the battery clip (lot number 34404690108) housing, the threaded connector was found to be loose and the presence of loctite adhesive on the threads could not be confirmed; however, the reported event could not be reproduced. Fully charged test batteries were inserted into the battery clips and functionally tested under normal operating conditions, and not alarms were noted. In addition, the connection between the system controller and battery clips was manipulated and no alarms were produced. This was repeated for the connection between the batteries and battery clips and no alarms were produced. The report of a loose battery clip threaded connector was addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) was issued. No further information is available. The manufacturer is now closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital staff that the patient experienced low voltage alarms and "replace system controller" message when using the 12 volt sla (sealed leaded acid) battery clips. The battery clips were exchanged without incident. The patient remains ongoing.